Manufacturer narrative:
On june 15th, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: upon visual evaluation of the device, a tear was observed at the union between the shell and suture tab at 3 o¿clock position and whit not damage or anomalies in the shell, additionally, the shell was found with purple coloration. Microscopic examination was performed, and the cause of the rupture could not be identified. Regarding with the blue aspect, ft-ir was performed to identify the origin of the purple coloration. And test revealed that purple colorations present in t breast implant could be likely associated with dye, the mechanism by which dye was introduced into the implant cannot be ascertained. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction surgery with mentor tissue expander, cpx4 with suture tabs medium height smooth expander breast implants which the left side deflated after implantation. The expander was not smooth and appeared wrinkled. Leaked by the suture tab and had a little tear. Patient noted tissue expander deflation and increased drainage from left breast surgical site on (B)(6) 2020. The implant was completely deflated, and drainage had decreased by (B)(6) 2020. As a result, patient had the expander removed and replaced with another mentor expander with cat#:3509214, sn#: (B)(4) on (B)(6) 2020.